Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient received ineffective stimulation from the scs system due to lead migration. The patient stated she would like the system explanted.

Event description:
Follow up information received identified the patient had her scs system removed.